Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label site. On (B)(6) 2026, the patient reported that she was at home and felt tired, describing symptoms similar to the flu. She stated that she was not feeling well due to recent events, including the funeral of her mother. The patient could not recall her cgm readings but believed they were inaccurate, and she self-administered insulin as treatment. It was reported that she did not perform a fingerstick blood glucose test for confirmation. The patient was unable to recall specific details, but stated that an ambulance was called, and she was transported to the hospital, where she remained overnight. She could not recall the exact treatment received but reported that she was diagnosed with diabetic ketoacidosis (dka). It was noted that the patient was using an omnipod 5 insulin pump at the time of the event. The patient stated that she was ¿fine¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.